Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: the following were manufactured by manufactured by zimmer (B)(4); catalog #00620006622, trilogy acetabular cluster shell , lot #23902000 catalog #00630506640, trilogy crosslinked liner , lot #60611720; catalog #00801804003, versys femoral head , lot #60774059. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: updated corrected. Reported event was unable to be confirmed due to limited information received from the customer.DHR was reviewed and no discrepancies were found.review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.